Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sdr303b implantable pulse generator (B)(6) 2006, 4024 implantable pacing lead (B)(6) 1997. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had no capture. Also, the right ventricular (rv) lead had increased impedance and threshold since implant. It was noted the rv lead was cut by the physician. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.